Event description:
The patient's mother contacted animas on (B)(6), 2011 alleging the patient had been obtaining high blood glucose (bg) readings in the 300 to 550 mg/dl range since the evening prior. The reporter claimed she changed the insertion site 4x and bg still not responding. The patient's mother denied that the patient developed symptoms of chest pain, shortness of breath, nausea, or vomiting. The patient's bg at beginning of the call was 532 mg/dl and by the end of the call it was 550 mg/dl. The reporter was advised to contact the patient's hcp and/or go to the ER. At the time of troubleshooting, the reporter confirmed no related alarms in pump's history, no missed boluses or unintentionally cancelled boluses. It was noted that all bolus and basal added up correctly with total daily delivery. The patient's mother denied any visible leaking at cartridge or site. In addition there were no air bubbles noted in cartridge or tubing. However, at the time of troubleshooting, the reporter stated that while changing insertion sites, she did notice two of the cannulas were bent. In addition, customer support discovered that the cannula was not being filled with site changes. Customer support explained to the patient's mother that the patient may not get insulin for an hour if the fill cannula step is skipped. During a follow-up call on (B)(6), 2011, the patient's mother reported that the patient had seen her physician earlier that day. The reporter stated the patient's md made adjustments to the patient's pump settings and confirmed the patient's bgs had decreased. Her last bg was 175 mg/dl. Although there is no indication that the pump malfunctioned, this complaint is being reported because the patient obtained blood glucose readings greater than 500 mg/dl while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.